Event description:
It was reported that prior to a percutaneous coronary intervention (pci) procedure, pre-close placement of the suture was attempted of a tortuous, moderately calcified right common femoral artery using a perclose proglide device. Reportedly, during suture deployment, the suture broke. The device was removed and two additional proglide devices were attempted, but during suture deployment, those sutures also broke. After conclusion of the pci procedure, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: abbott hi-torque balance middleweight universal ii. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices are being filed under a separate medwatch manufacturer report numbers. The proglide device was reportedly deployed in a moderately calcified right common femoral artery. The instructions for use states in the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed because the suture was not returned with the device. Inspection of the returned device indicated that the link had detached at the swage-end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) - failure to follow steps/instructions. Reportedly, a femoral angiogram was not taken prior to the procedure. Per the proglide device instructions for use under arterial site and puncture considerations, prior to deployment of the perclose proglide smc device, evaluate the femoral artery site for size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall by performing femoral angiography, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery.